Manufacturer narrative:
The reported event that a screw was missing was confirmed. Possible causes for both these failures include rough or improper handling and the higher forces applied upon the pedicle feeler.

Event description:
It was reported that the thoracic pedicle feeler was missing a screw during instrument inspection by a manufacturer field service technician at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the thoracic pedicle feeler was missing a screw during instrument inspection by a manufacturer field service technician at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Device not yet returned for investigation.